Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator ¿slipped¿ down and was really close to the wire and the patient thought it was causing a lot of back pain. The patient reported they thought they threw their back out because they were cleaning and all the sudden their lower back was hurting, and they couldn¿t sleep. The patient started feeling around for the ins and realized it had slipped down and was really close to the lead. The patient was redirected to their healthcare provider to discuss the symptoms. No further complications were reported.

Manufacturer narrative:
Review of the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was examined, and it had not slipped. It was directly under their original scar. It was also noted that the patient had been diagnosed with muscle spasm/back energy by their pcp and was on flexeril. No further patient complications are anticipated or expected as a result of this event.